Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, she noted foreign material in the pt's eye that is causing inflammation with mild cell / flare, pain, uveitis and photophobia. The pt was treated with medication and an anterior chamber wash. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 09/24/2009, 10/08/2009, 10/12/2009, and 10/19/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/21/2009.